Event description:
It was reported following a heart catheterization, an angio-seal was successfully used and the patient was discharged the same day. No complications were experienced prior to the patient being discharged. At home, the patient experienced right groin pain and felt a "popping" in her groin area. Two weeks after the initial heart catheterization, the patient was admitted to the hospital and was under treatment for a deep venous thrombosis (dvt) in the right femoral vein.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.